Event description:
The technician alleged the brakes were not holding. No patient impact.

Manufacturer narrative:
The technician replaced all brake casters and brake steer caster to resolve the issue.